Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 12/11/2017 h4.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the out tube was dented. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the out tube was dented. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the dent in the outer tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.